Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with blood in the wire lumen and the device was bloody on the outside. The tip, balloon, markerbands, shaft and hypotube were microscopically inspected. Inspection revealed pinhole in the balloon material directly over the distal markerbands. Inspection of the remainder of the device revealed no other damage or irregularities. Inflation attempted to inflate the balloon to the rated burst pressure, however; due to the pinhole in the balloon material, the balloon could not hold inflation. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that balloon inflation failure occurred. The 85% stenosed target lesion was located in the left anterior descending artery. A 2.50mm x 20mm maverick²¿ balloon catheter was advanced for dilatation. However, the balloon did not inflate. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.